Event description:
One endeavor rx drug-eluting stent was implanted in the proximal lad. Pt was asymptomatic/free of symptoms at 30 day follow up. Approximately 4 months following index procedure, pt is reported to have been hospitalized due to an acute non-stemi. A repeat angiography was performed due to the event. Investigator has indicated that event was related to the study stent. Location of infarction was non-determinable. Investigator assessed the event as a non-q wave mi.

Manufacturer narrative:
Eval results: (myocardial infarction).